Manufacturer narrative:
No details were provided by the customer. The device was not accessible.

Event description:
It was reported that a patient was being transported on the cot when the ambulance allegedly rolled over. It was reported that the patient passed away during this event. It could not be confirmed that the stryker product had caused or contributed to the alleged death.

Event description:
It was reported that a patient was being transported on the cot when the ambulance allegedly rolled over. It was reported that the patient passed away during this event.